Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The investigation is complete. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Telephone number for section e1: (B)(6).

Event description:
It was reported that the air dermatome suddenly stopped after 5 minutes during the operation. There was no patient harm or surgical delay due to this issue. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the repaired air dermatome suddenly stopped after 5 minutes before the operation. No patient harm or delay reported. No additional information available at this time. No adverse events were reported as a result of this malfunction.